Event description:
It was reported that faradrive steerable sheath clear selected for use during a atrial fibrillation (afib). A visible air was noted during insertion. The device was replaced and the procedure was completed successfully by using different device (same model). There was no damage noted. A pressure bag was used for flushing. The user saw bubbles in the sheath. No air in the patient was noted. No fluid leak was observed. No blood leaked. The user noticed the issue when they saw bubbles in the sheath and observed that the valve was not sealing properly. The valve appeared to be leaking/was not tight. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis during visual inspection. Microscopic inspection of the hemostatic valve identified a tear in the external valve, compromising the valves' ability to seal pressure and fluid within the sheath. Additionally, the hemostatic valves were revealed to be deformed as the valves were unable to revert to its closed state most likely from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. Leakage testing was performed, however the evaluation of the sheath's functional capability was unsuccessful as leakage was observed at the proximal end of the device during test preparation. Therefore, the reported allegation of visible air/bubbles was confirmed, due to the tear in the external valve of the sheath.

Event description:
It was reported that faradrive steerable sheath clear selected for use during a atrial fibrillation (afib). A visible air was noted during insertion. The device was replaced and the procedure was completed successfully by using different device (same model). There was no damage noted. A pressure bag was used for flushing. The user saw bubbles in the sheath. No air in the patient was noted. No fluid leak was observed. No blood leaked. The user noticed the issue when they saw bubbles in the sheath and observed that the valve was not sealing properly. The valve appeared to be leaking/was not tight.no patient complication was reported. The device is expected to return for analysis.